Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: there could have been a power surge to the controller which could have caused the controller to alarm or there may have been a loose power connection or interference between other devices. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The returned controller, intended for use in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection shows a warranty seal which is in its original condition and not broken. A inside view revealed that nothing is loose inside the controller. No visible manufacturing abnormalities or defect components were found. No fluid spill marks were detected inside the unit. During functional evaluation the controller was powered up and an ¿f4 hardware failure¿ immediately occurred. The failure could not be reset and further tests could not be performed. The complaint was verified because the unit is displaying an error message and the root cause could be determined due to an electrical component failure. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure the device lights the red indicator. No patient injury or significant delay were reported. No back up device was available.